Event description:
The customer reported a pump with channel b out-of-service. The reported condition occurred during biomed testing. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer reported condition of channel b out-of-service was confirmed during evaluation as an inoperable channel b pump head module keypad select button. Channel c pump head module keypad select button was also found to be inoperable during evaluation. Channel b and c pump head module keypads were replaced to fix the problem. The pump was returned to the customer fully operational. This issue is being investigated.